Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth, due to the concerns of the product. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6

Event description:
Healthcare professional later reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Healthcare provider reported a left side deflation and exchange from textured to smooth due to the concerns of the product. Healthcare provider additionally reported "valve area: particles in valve". The device has been explanted.

Event description:
Healthcare provider reported a left side deflation and exchange from textured to smooth due to the concerns of the product. Healthcare provider additionally reported "valve area: particles in valve". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events particles in valve, deflation and anxiety-product/procedure was received on january 10, 2025 with lot number 1547936. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening. Shell thickness within specification. Particles in valve: not observed. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.